Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating the patient system is occluded, fan does not work. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
A philips field service engineer (fse) replaced the blower silent block to resolve the reported problem of patient system occlusion. The power management (pm) pcba was necessary to complete mandatory actions required of fco86600066b. While the pm pcba replacement was unrelated to the reported problem, the device could not be returned to service without completion of both service activities. The fse reported the mc pcba was not replaced and was not necessary to return to service as previously reported. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Updated contact information and contact office entity.

Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and determined the issue was due to a failure related to the blower and motor controller (mc) pcba. The repair for this unit cannot be conducted at this time due to a back-order status of a part (mc pcba) needed for correction. The materials ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.